Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04962. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device was implanted using a watchman ® access system. The next day, a pericardial effusion occurred. A pericardiocentesis was performed. Two weeks post procedure, the patient had another pericardial effusion which was treated by a pericardial window.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the first pericardial effusion was treated with a pericardial tap and it resolved completely. The patient is currently fine.